Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there no evidence of a thermal event, just an odor. The field service engineer replaced module controller, drawer controller, retractor band, row board cable, solenoid and drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus and produced a burning smell. However, there were no adverse events or injuries reported based on this event.